Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, broken the reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 394 mg/dl. Nothing further was reported.